Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that an air leak was found at the neck piece. The rpms were in specification. The control bar was loose. Calibration was in at all readings. The neckpiece was replace and the unit recalibrated. The unit was returned to service. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that outside of surgery, on an unknown date, the unit was requested for preventive maintenance. During final investigation leaking air was confirmed. There was no patient involvement. Due diligence is complete and no additional information is available.